Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versac are bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on set the brake. The alarm stops. Repair or replace as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in mar 11, 2026 it is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that versacare frame had brakes not holding. There was no patient/user injury, medical intervention, symptom, or adverse event reported.